Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulse field ablation (pfa) a farawave catheter was selected for use the farawave catheter was contaminated outside the sterile field. Prior to the procedure the patient had a blood clot, and the procedure was cancelled. The patient sedated with general anesthesia when the procedure was cancelled. The device is not expected to be return due to disposal.